Manufacturer narrative:
(B)(4). Correction: lot number changed from 6090641 to 6091241. Evaluation summary: visual and functional inspections were performed on the returned device. The reported loss of arterial access was confirmed as a bilateral cuff miss was observed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide and prostar xl devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with two proglide devices and one prostar xl device was attempted in a heavily calcified common femoral artery (cfa) using the preclose technique prior to a aortic prosthesis implant procedure. The arteriotomy was 6fr. Reportedly, when the proglide plunger was removed, the suture came out of the patient artery without resistance and no knot. A second proglide was attempted; however, when the proglide plunger was removed a suture break occurred. A prostar xl device was attempted; however, the needles could not be removed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide and prostar xl device and established in the preclose technique. No additional information was provided.